Manufacturer narrative:
The complaint was confirmed. Multiple leaks were found in the catheter between the 25 and 26cm depth marks. The leak site corresponded with a kink in the stylet. Impressions from the stylet coils were found within the lumen adjacent to the holes, which indicate that the tubing was punctured by the stylet. The incident questionnaire that was returned with the damaged product stated that the catheter was bent when the kit was opened. The exact cause of the damage is inconclusive.

Event description:
There was a hole in the catheter around the 25, 26 cm mark.